Event description:
I had a neurostimulator implanted in my back in 2016 that was recalled, and I was uninformed of that recall until it stopped functioning and I was put in the hospital. The same doctor that implanted the neurostimulator scheduled for a replacement, and that new implant died two months after implantation. I get zapped in my back from it all the time, and that doctor wanted me to fill out new patient forms before he would see me again. I've been suffering ever since, and been avoided, ignored, and stalled by the doctor and staff. I don't remember when it was tested, but I had to take an advocate with me. Pt code: 4580. Device codes: 1420, 3023. Ref report: mw5181887.